Event description:
The customer reported a communication failure and a loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and the connections to the gib pcb reseated. The system was tested and found to be working as intended and put back into service.